Event description:
(B)(4) study. Patient ID: (B)(6). It was reported that the procedure was performed to treat target lesions in the proximal right superficial femoral artery (sfa), the proximal right popliteal artery, the mid right tibioperoneal artery and the proximal right anterior tibial artery. Pre-dilatation was performed using several dilatation catheters. The 4.0 x 120 mm armada 18 dilatation catheter was inflated 2 times in the highly calcified sfa and a rupture occurred at 8 atmospheres. No adverse patient effect was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational contest. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.